Manufacturer narrative:
B3: the event occurred during the last week from the reported date april 26, 2024. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2000 ml ethyl vinyl acetate (eva) total parenteral nutrition (tpn) bag was leaking from the seams on the side of the bag. The leak was discovered while filing the bag prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between november 7, 2023 - november 8, 2023. H11: the actual device was received for evaluation. A visual inspection was performed, and it was noted that there was a small puncture or hole on the lower left edge of the bag. Functional testing was performed, and a leak on the lower left edge of bag was identified. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.